Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa and <15 cfu of echerichia coli. All channels were sampled. The user did not report any contamination or other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h6, h11. The device was evaluated by the regional repair center, and the reported failure was confirmed. Olympus provided the following results of the culture tests, performed at the third-party labs. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 10-100. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: <15. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: air/water channel, forceps/suction channel. Cfu: no growth. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.